Event description:
It was rpeorted the device was used in a laparoscopic cholecystectomy. The clip did not form properly. The same device was used for the remaining of the case. There was no patient consequence.